Event description:
Ventilator shut off while on patient. Nurse heard sudden beep and responded immediately to find the screen was blacked out. Rental company reported that the power supply was replaced.